Manufacturer narrative:
Investigational summary: review of customer data shows that a sample yielded positive results in one run and negative in another. Further review of data shows that the positive results is generated by a very shallow and late increase in amplification in the sars-cov-2 channel. This is indicative of a positive sample with very low target. A second set of data generates negative results for the same sample. Given the curve characteristics of the first data set, it is likely that this sample was either contaminated or falls near the limit of detection of the assay. Qc unable to further investigate retain product as lot number is not provided.

Event description:
False positive: customer reported potential false positive result on lyra direct sars-cov-2.